Event description:
The patient experienced a "drop off in ecstasy of delivery of drug". There was no delivery of drug from the pump. A catheter kink/occlusion was suspected in the lumbar portion. The catheter was revised. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.